Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, and after the reset, the malfunction did not reoccur. The customer was advised to continue using the pump and to contact technical support if the issue recurs.